Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon a routine device checkup, a right ventricular (rv) lead safety switch (lss) was observed. Daily impedance measurements were reportedly 600 ohms, then increasing to 900 ohms, and varying since then. Daily measurements also display the device to be in retry mode, with impedance measurements near 2,500 ohms. Sensing had reportedly decreased at this time. Noise was reproduced with isometric exercises. The patient was not pacer dependent, therefore, no symptoms were observed. The sales representative reprogrammed sensitivity and to a unipolar configuration on the rv lead.